Event description:
During an endovascular case, a piece of an 0.018 v-18 wire broke off in the patient during use. Surgeons immediately noticed. A snare was then used to capture the piece and it was removed from the patient. A fluoro run was done to confirm the wire was completely removed. Wire and broken piece were inspected and confirmed all removed.